Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported fluid leakage from the cassette and into the cycler noticed after treatment was completed. During follow up, the patient&#38112;peritoneal dialysis registered nurse (pdrn) reported there were no serious injuries, complications or infections. The patient's effluent remained clear. The patient was not prescribed antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint sample was not available, therefore a search in the system was performed, to verify the product availability; unfortunately the entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.